Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and to the rear therapy electrodes. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button switch was damaged. The root cause of the damaged switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing replace belt messages. A us distributor returned a monitor and reported that the response buttons were non-functional.